Event description:
The patient experienced a zapping sensation around the ins. No action was taken and resolved without sequela.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2010 (B)(6), extension model 7482a51, serial# (B)(4), implanted: 2010 (B)(6), lead model 3391s-40, lot# v387340, implanted: 2010 (B)(6), lead model 3391s-40, lot# v159369, implanted: 2010 (B)(6). (B)(4). This device was being used in clinical study (B)(4).